Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Medwatch form report: (B)(4). It was reported that on (B)(6) 2024, a 28mm amplatzer amulet was selected for implant using a 14f amplatzer torqvue delivery sheath. The patient's landing zone measurements were as follows: 0 degree - 19.8mm, 20.1mm; 45 degree - 20.3mm; 90 degree - 21.7mm,23.6mm; 135 degree 23.2mm, 24.4mm. The left atrial pressure was above 12. Fluid was given during procedure, but the drip rate was unknown. The sizing of the device was determined via transesophageal echocardiogram (tee). During procedure, the amulet was partially recaptured once. Once in position, stability tension tug test was successful and the amulet was released; close criteria was achieved. The shape of the device at implant was compressed/modified sandwich without leak. The patient was hemodynamically stable throughout the procedure without rhythm changes and remained stable post-procedure. Three hours post-implant, the patient experienced cardiac arrest. Stat bedside echo was performed, which showed complete embolization and that the amulet was located in the mitral valve apparatus. The embolized device was causing partial blockage, which is thought to have caused the patient's cardiac arrest. The cause of embolization was unknown. The patient was placed on ECMO for profusion support. Percutaneous retrieval was performed. A mitral clip steerable sheath was inserted at groin access and a non-abbott device was inserted through the sheath and successfully retrieved the amulet. There are no allegations of malfunction with the mitral clip steerable sheath. The decision was made to not implant a new device. The patient was transferred to intensive care unit (ICU) in stable condition. Final emdr: subsequent to the previously filed report, additional information was received. It was reported that the patient was discharged from the hospital approximately 2 weeks post-procedure to an outside facility for rehabilitation. The patient remained in rehab for approximately a month before transferring to another facility for subacute care. During this time, the patient developed pressure wound stage 4, fever of 104 degrees f, labored breathing, low pulse oxygen, and decreased blood pressure. The patient was transferred to the emergency room and stabilized in the ICU. Comfort cares was elected and the patient passed in the ICU on (B)(6) 2024. It was reported that the patient passed due to septic shock complicated by hypoxemic respiratory failure complicated by stage 4 sacral decubitus ulcer complicated by malnutrition.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a cause for the reported device embolization could not be determined. The reported patient effects of cardiac arrest and obstruction/occlusion of blood flow was due to device embolization. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a cause for the reported device embolization could not be determined. The reported patient effects of cardiac arrest and obstruction/occlusion of blood flow was due to device embolization. The reported unexpected medical intervention and hospitalization were a result of case-specific circumstances. The patient effects of stroke, fever, hypotension, cognitive changes, hypoxia, and respiratory insufficiency appeared to be related to sepsis. The patient passed (death) due to septic shock complicated by hypoxemic respiratory failure complicated by stage 4 sacral decubitus ulcer complicated by malnutrition. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
B5. Medwatch number corrected to medwatch form report: mw5164524. G2 - other report source added medwatch form report: mw5164524. H10. Correction - adding medwatch number : mw5164524.

Event description:
Medwatch form report: mw5164524. On the morning of monday (B)(6) 2024 at (B)(6) ga my mother, (B)(6) had an elective outpatient procedure to install a device called the abbott amplatzer amulet laao (left atrial appendage occluder) which was meant to prevent blood clots due to afib(atrial fibrillation) which could lead to stroke (she had been taking a blood thinner called eliquis which was working fine for her). The device moved (embolized is the term her doctors used) to her mitral valve in post-op which blocked blood flow to her heart. That, in addition to an hour of CPR (cardiopulmonary resuscitation) while they retrieved the device led to multiple strokes in both hemispheres or her brain, among other things. She was left blind, unable to move, and with a very low level of awareness. She had just turned 79 and even though she lived with me, she was independent. She did her own shopping, made her own meals, drove a car, gardened and cared for the birds and squirrels that lived in the backyard. She loved reading and took continuing education classes and was trying to live her best life. My mother and family were then mistreated by the medical system throughout the ordeal that followed. About 2 weeks later she was discharged from the hospital with only a few hours notice and without being told of her right to appeal. We were threatened with thousands of dollars a day in charges if we didn't have her moved and the bed previously offered to her at the wellstar windy hill ltach (B)(6) for "rehab" was rescinded and we were left with no other choice but to move her further away from home to the emory ltach in (B)(6). She stayed there almost a month before, despite our appeals, she was deemed to no longer need the level of care she was getting there which was a total farce. So, in the last week of her life we had her moved to the (B)(6) in (B)(6)for subacute care on (B)(6) 2024. She had developed a pressure wound in the hospital that performed the procedure and it was now stage 4. By friday (B)(6) 2024 she was running a temperature of 104f, her breathing was labored, her pulse oxygen was very low, and her blood pressure plummeting. We had her moved to the(B)(6) emergency room where they stabilized her. She was soon admitted to the ICU. Our choice, at that point was to continue treating her which would lead to additional pain and suffering or change our course to just providing her comfort. We chose the latter, and she passed peacefully 12 hours later in the ICU on (B)(6) 2024 at 7:21pm. The ICU staff did an amazing job for my mother and family (one of the few instances of real kindness and concern from the medical system we saw during this nightmare). She died of septic shock complicated by hypoxemic respiratory failure complicated by stage 4 sacral decubitus ulcer complicated by malnutrition. It was reported that on (B)(6) 2024, a 28mm amplatzer amulet was selected for implant using a 14f amplatzer torqvue delivery sheath. The patient's landing zone measurements were as follows: 0 degree - 19.8mm, 20.1mm; 45 degree - 20.3mm; 90 degree - 21.7mm,23.6mm; 135 degree 23.2mm, 24.4mm. The left atrial pressure was above 12. Fluid was given during procedure, but the drip rate was unknown. The sizing of the device was determined via transesophageal echocardiogram (tee). During procedure, the amulet was partially recaptured once. Once in position, stability tension tug test was successful and the amulet was released; close criteria was achieved. The shape of the device at implant was compressed/modified sandwich without leak. The patient was hemodynamically stable throughout the procedure without rhythm changes and remained stable post-procedure. Three hours post-implant, the patient experienced cardiac arrest. Stat bedside echo was performed, which showed complete embolization and that the amulet was located in the mitral valve apparatus. The embolized device was causing partial blockage, which is thought to have caused the patient's cardiac arrest. The cause of embolization was unknown. The patient was placed on ECMO for profusion support. Percutaneous retrieval was performed. A mitral clip steerable sheath was inserted at groin access and a non-abbott device was inserted through the sheath and successfully retrieved the amulet. There are no allegations of malfunction with the mitral clip steerable sheath. The decision was made to not implant a new device. The patient was transferred to intensive care unit (ICU) in stable condition. Subsequent to the previously filed report, additional information was received. It was reported that the patient was discharged from the hospital approximately 2 weeks post-procedure to an outside facility for rehabilitation. The patient remained in rehab for approximately a month before transferring to another facility for subacute care. During this time, the patient developed pressure wound stage 4, fever of 104 degrees f, labored breathing, low pulse oxygen, and decreased blood pressure. The patient was transferred to the emergency room and stabilized in the ICU. Comfort cares was elected and the patient passed in the ICU on (B)(6) 2024. It was reported that the patient passed due to septic shock complicated by hypoxemic respiratory failure complicated by stage 4 sacral decubitus ulcer complicated by malnutrition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet was selected for implant using a 14f amplatzer torqvue delivery sheath. The patient's landing zone measurements were as follows: 0 degree - 19.8mm, 20.1mm; 45 degree - 20.3mm; 90 degree - 21.7mm,23.6mm; 135 degree 23.2mm, 24.4mm. The left atrial pressure was above 12. Fluid was given during procedure, but the drip rate was unknown. The sizing of the device was determined via transesophageal echocardiogram (tee). During procedure, the amulet was partially recaptured once. Once in position, stability tension tug test was successful and the amulet was released; close criteria was achieved. The shape of the device at implant was compressed/modified sandwich without leak. The patient was hemodynamically stable throughout the procedure without rhythm changes and remained stable post-procedure. Three hours post-implant, the patient experienced cardiac arrest. Stat bedside echo was performed, which showed complete embolization and that the amulet was located in the mitral valve apparatus. The embolized device was causing partial blockage, which is thought to have caused the patient's cardiac arrest. The cause of embolization was unknown. The patient was placed on ECMO for profusion support. Percutaneous retrieval was performed. A mitral clip steerable sheath was inserted at groin access and a non-abbott device was inserted through the sheath and successfully retrieved the amulet. There are no allegations of malfunction with the mitral clip steerable sheath. The decision was made to not implant a new device. The patient was transferred to intensive care unit (ICU) in stable condition.